Event description:
Medtronic received information that one day following the implant of a transcatheter bioprosthetic valve, a permanent pacemaker was implanted for complete heart block. During the pacemaker implant procedure, the pacemaker lead (st jude, model/serial number unknown) caused a perforation and pneumothorax, requiring surgical intervention. It was reported that the patient was in the intensive care unit and was not doing very well. No additional details were provided. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).